Event description:
It was reported that the customer was in a car accident that damaged his insulin pump. The customer's blood glucose was 121mg/dl at the time of the accident and 98mg/dl at the time of reporting. The customer stated that no buttons were responsive and the screen of the insulin pump was black following the accident. He also reported being treated by paramedics at the scene. He was advised that the insulin pump would have to be replaced. The pump was returned. No additional information to report.

Manufacturer narrative:
The insulin pump had frozen display with constant tone alarm noted. Functional tests were not performed due to frozen display. Electronic stack was disassembled and reassembled, no anomaly noted afterwards. The device had cracked reservoir tube lip, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.